Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. A pairing with (B)(6) bluetooth device was performed and passed a review of the downloaded receiver log did not confirmed the reported event of loss of connection. The problem is not confirmed because the share log contains nothing related to the customer complaint a root cause could not be determined.